Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 500 (mg/dl). Reportedly, the customer had changed their cartridge 5-6 times to address bg levels prior to hospitalization. While hospitalized, the customer was treated with insulin. The customer reports that the pump and supplies did not contribute to their elevated bg levels but rather there were several underlying issues that were not disclosed. The customer was released (B)(6) 2016.